Event description:
A 3.0mm diameter by 12mm length s7 stent delivery system was inserted in an attempt to direct stent to lesion in the distal right coronary artery. It was not possible for the stent to cross the severely calcified target lesion, therefore, a ptca balloon was inserted and used to pre-dilate. Another MFR's stent was inserted and deployed in the proximal right coronary artery. The s7 stent was re-inserted and still could not cross the target lesion. Upon removal, the s7 stent caught on a strut from the deployed stent and attempts to agressively push it through were unsuccessful. As the stent was pulled back, the stent dislodged from the delivery balloon. The undeployed stent was snared and removed from the pt. The implanted stent was then post dilated with a ptca balloon and another s7 was used to treat the distal target lesion.